Event description:
Information was received indicating that during use of this smiths medical cadd administration sets, over infusion was noticed. It was reported that patient is on 24hrs tpn and worked with the pharmacy to adjust the pump rates and use cadd lines with smaller filter in order to restrict flow. It was reported that there was no patient or clinical injury.